Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient was feeling shocking sensations. While stimulation was turned on and off the patient experienced a shocking or jolting sensation. The shocking occurred in her thoracic area near the top of where the lead was during thunderstorms. This has been consistently occurring since implant. Stimulation was fine otherwise and shocking only occurred during thunderstorms. Turning stimulation off doesn¿t resolve the issue and the shocking goes away once the storm passes. The patient was also having difficulty with synching. The patient was thoroughly evaluated and reprogrammed. Re-education on the patient programmer (pp) and recharger appropriate for the patient¿s needs was performed, which resolved the difficulty syncing. Impedances were normal, 800-900ohms. The company representative instructed the patient to zero out the amplitudes and turn system off during thunderstorms. The patient continued to receive effective therapy. If additional information is received, a follow up report will be sent.